Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a gastric bypass procedure, staple lines looked fine. Bleeding occurred hours following surgery after post operative anticoagulant. Patient had 1250cc blood loss and had 3 days increased hospital stay.